Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/01/2016, a reporter contacted animas alleging that the pump had shorter than expected battery life and moisture was present. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/17/2017 with the following findings: the pump's black box showed unusual fluctuations of voltage leading to low battery warnings on (B)(6) 2016. The pump was returned with corrosion in the battery compartment. No damage was found to the returned battery cap and it was able to carefully attach to the pump. The pump's current draws were measured within specifications. A battery life issue was not duplicated during testing.